Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had no delivery alarm and also experienced high blood glucose level of 478 mg/dl. Troubleshoot was performed and customer reports event was resolved by changing complete set. The customer also reported that they had low battery alert. The customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis and reservoir will not be returned. .